Event description:
On an unknown date, a patient in spain underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. It was reported that the patient has been hospitalized in the intensive care unit for covid, stoma site infection, and malnutrition. The patient is being treated with intravenous antibiotic medication, amoxicalvulanate. It was also reported that the patient is suffering from severe dysphagia, receiving enteral nutrition, agitation, delirium, and incoherent speech. Device remains implanted.

Manufacturer narrative:
Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed in section d4 which is the us list number. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.